Event description:
It was reported that the patients trial lead was fractured in the needle and was left in the body. The physician was fully aware of the lead fracture and the two contacts which remained in the tissue. The said contacts will be removed once the patient will undergo a permanent implant.

Event description:
It was reported that the patients trial lead was fractured in the needle and was left in the body. The physician was fully aware of the lead fracture and the two contacts which remained in the tissue. The said contacts will be removed once the patient will undergo permanent implant.

Event description:
It was reported that the patients trial lead was fractured in the needle and was left in the body. The physician was fully aware of the lead fracture and the two contacts which remained in the tissue. The said contacts will be removed once the patient will undergo permanent implant.

Manufacturer narrative:
Sc-2316-50e sn: (B)(6). The returned trial lead was analyzed and visual inspection revealed that the top two electrodes are separated from the distal end. Electrodes 1-2 were not returned. With all the available information, boston scientific concludes that the reported event was confirmed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than forty-five degrees.